Manufacturer narrative:
The reporter stated that the backup electrodes used during the reported incident were labeled with the same lot code as the reportedly inoperable electrodes. The backup electrodes performed as specified to connect the defibrillator to the patient. The reporter stated that the medics disposed of the electrodes after they reported incident and, as a result, they are not available for evaluation. Physio-control evaluated the lifepak 1000 defibrillator and observed proper operation through functional and performance testing.

Event description:
Emt's responded to a person, reportedly in cardiac arrest. The facility's lifepak 1000 defibrillator was connected to the patient with the disposable defibrillation/ECG electrodes in AED mode but, according to the reporter, the defibrillator continuously alarmed "connect electrodes" and would not analyze the patient's rhythm. The als provider from another facility arrived with a lifepak 12 defibrillator and connected their device to the already attached defib electrodes but also could not make a connection to the patient. The electrodes were removed and replaced with another set and then the defibrillator operated properly. The reporter stated that the patient's pulse had spontaneously returned by then. No adverse affects to the patient were reported as a result of the device use.